Event description:
Customer reported that the insulin pump alarmed during the manual prime. Customer's blood glucose reading is 331 mg/dl. Customer stated that she has treated the high blood glucose levels with a manual injection. Customer stated that the insulin pump was unable to recognize the reservoir and she was unable to see any numbers on the device. Caller also reported that the drive support cap was sticking out. No further information reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loosed drive support disk. No prime alarm noted. Minor scratched display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and broken insulin pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.